Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has cracks around the casing and the device is not functioning. Blood glucose value was 7.0 mmol/l. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All the buttons functioned properly and no moisture damage on keypad traces noted. The insulin pump was received with prime error alarm during basic occlusion test and unable to prime during prime test due to loose/protruded drive support disk. The insulin pump passed displacement test. However, it had a cracked battery tube threads, broken belt clip slot at battery tube threads area, cracked reservoir tube lip, cracked case at display window corner and minor scratched lcd window.